Manufacturer narrative:
This supplemental report was created to update the entry in d6b: explant date and h6: impact codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed low voltage fault and that this device battery voltage has been dropping in an irregular fashion. A device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported. Additional information indicates that the patient with this implantable cardioverter defibrillator (ICD) heard this device beeping. Boston scientific technical service (ts) walked through the healthcare professional (hcp) on how to disable the beeper. Additional information received indicating that this device has been explanted due to advisory/recall. A new device was then implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed low voltage fault and that this device battery voltage has been dropping in an irregular fashion. A device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed low voltage fault and that this device battery voltage has been dropping in an irregular fashion. A device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported. Additional information indicates that the patient with this implantable cardioverter defibrillator (ICD) heard this device beeping. Boston scientific technical service (ts) walked through the healthcare professional (hcp) on how to disable the beeper.